Event description:
It was reported that a revision surgery was performed due to unspecified reasons. A washout was done during the procedure and the poly was also exchanged.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis indicated that minimal material deformation and scratches were present on the inferior surface of the insert. No major damage or discoloration was visible on the part. No material or manufacturing deviations were observed as a result of this investigation. Based on the analysis conducted, the exact cause of failed insert implantation could not be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.